Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that nothing was replaced/ removed and that the ins was moved to a different location. No further complications were reported/anticipated.